Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. A sensor was returned for evaluation. A visual inspection was performed and was unable to perform an investigation on the complaint because only the applicator was returned. The customer's complaint of a needle retraction issue was undetermined. A probable cause could not be determined. No additional event or patient information is available.